Manufacturer narrative:
(B)(4).

Event description:
It was reported at the time of insertion, the guidewire was felt to be stuck in the artery. The user pulled everything out and when the guidewire was out "break in two pieces". It was reported the user felt a resistance and pulled the guidewire out in one piece, "it separate on the table". The device was already out of the patient when it separated. No patient harm was reported. The patient's condition was reported to be fine.

Event description:
It was reported at the time of insertion, the guidewire was felt to be stuck in the artery. The user pulled everything out and when the guidewire was out "break in two pieces". It was reported the user felt a resistance and pulled the guidewire out in one piece, "it separate on the table". The device was already out of the patient when it separated. No patient harm was reported. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device and product lidstock for analysis. Definite signs of use in the form of biological material were observed on the returned components. The guide wire and catheter were removed from the assembly to further analyze the sample. Upon removing the catheter, large amounts of congealed biomaterial were observed on the needle cannula. Visual analysis of the guide wire revealed that it was unraveled and severed from the distal tip. The distal weld was connected to the coil wire, and it appeared full and spherical. The overall length of the guide wire measured 113mm, which is within the specification limits of 113mm - 117mm per the guide wire product drawing. The outer diameter (od) of the guide wire measured 0.436mm which is within the specification limits of 0.432mm - 0.457mm per the guide wire product drawing. The outer diameter of the needle cannula measured 0.03215" which is within the specification limits of 0.0320 - 0.0325" per the needle cannula product drawing. The inner diameter of the cannula measured 0.023" which is within the specification limits of 0.0226" - 0.0240" per the needle cannula product drawing. The needle was functionally tested per the instructions for use provided with this kit, which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." A lab inventory guide wire was passed through the returned needle. The guide wire passed with little to no difficulty. Functional testing of the guide wire could not be performed due to the damage to the guide wire. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of an unraveled/separated guide wire was able to be confirmed by the complaint investigation. The guide wire appeared to be unraveled and separated from the distal end. The guide wire and needle met all relevant functional and dimensional analysis, and a device history record review revealed no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.